Event description:
A physician reported that an ophthalmic operating console exhibited poor vacuum during phacoemulsification and non phacoemulsification modes also the console presented flowability issues. The scheduled procedure was cataract surgery. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed the event but was unable to replicate the reported event. The fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. However, the root cause of that event was attributed to debris and not the functionality of the device. Based on the information obtained, the root cause of the reported events remain inconclusive as there was no problem found. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).